Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 28-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube detached/separated. A synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a break 850mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues. No other issues were identified during the product analysis.